Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 399930, lot# v001742, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of arachnoiditis. It was reported that the patient had an infection issue. The patient stated that their last ins was explanted as they kept having blood infections on and off for two to three years. The patient said it was debilitating because they had recurring 101-102 degree temperatures. The patient said the ins was explanted as a conservative measure as the healthcare provider (hcp) was wondering if they were allergic to the metal in the ins. The patient stated that the infection stopped after the explant. This was confirmed via x-ray. The patient has been in a motor vehicle accident and they need an MRI, but can't as the leads are still implanted. The patient confirmed previous systems explanted for normal battery depletion, not due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.